Event description:
It was reported that the customer had an issue with an unresponsive keypad and a battery out limit alarm on the insulin pump. Customer's blood glucose level was 116 mg/dl. Customer stated that the pump alarmed after a battery change. Customer reported that the batteries were out of the pump greater than the duration allowed by the pump. It was explained to the customer that this was normal pump behavior. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.